Event description:
The pump was misprogrammed; info from the previous days program was used inadvertantly. The pt was transferred to another unit where the info programmed in the pump was found to be discrepant. The pt received an overinfusion from apparent misprogramming of the device. The pt was hypotensive and had a morphine tolerance. The pt did not suffer any significant events or treatment related to this overinfusion. The pump is not being sent in for evaluation since the customer determined it was user error.